Event description:
It was reported that the patient can no longer establish telemetry between her ipg and charging system. The patient allegedly lost stimulation and has not charged her ipg in 6 months to 1 year. It was reported that the programmer is also unable to communicate with the ipg. A new charging system was unable to resolve the issue. The next course of action is currently undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.